Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual inspection shows the imaging window was partially detached from the lapjoint section. The distal housing of the transducer was near the tip of the device when the telescope was fully advanced. It was observed that the catheter did not flushed normally due to the partial detachment of the imaging window. Impedance testing shows an electrical open at distal wave form. Image characterization testing could not be performed due to the observed partial detachment. No other issues or defects were observed during product analysis of the returned device.

Event description:
Reportable based on device analysis completed on 20may2020. It was reported that lost image occurred. An opticross imaging catheter was selected for use. During procedure, the physician prepped and tested outside the body and it was working. They went into the body and it was still working. They gave another flush and when they went to record the image was gone and it no longer worked. The procedure was completed with different of same device. No patient complications were reported. However, device analysis noted the imaging window was partially detached from the lapjoint section.